Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
During an up and over angiogram of lower limbs, the catheter separated. The physician was able to remove the distal segment (considered a foreign body) as it remained on the wire. No reported injury as they were able to upgrade the sheath an withdraw into a 7fr sheath.

Manufacturer narrative:
No product returned, investigation performed using photos provided by the customer. The failure as reported was observed, but the root cause of the failure is unknown and cannot be confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.